Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-00557. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. Normal resistance was noted when recapturing the closure device. After the device was removed from the patient, they re-deployed it on the table. Upon reviewing the imaging, it was noted to be "mangled" and there was a small piece of pecinate muscle/tissue noted on one of the anchors. No patient complications were reported and the patient status is fine.